Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. Vascular access was obtained via the femoral artery. The eccentric target lesion with a bend of between 45 and 90 degrees was located in the mildly calcified right coronary artery. A 3.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. During removal, resistance was encountered through the guide catheter. The physician forcefully removed the device and stent delivery system damage was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged with stent struts lifted and stretched. The stent had moved proximally on the balloon for approximately 1.7mm from distal of the port bond site. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were visible on the exposed distal portion of the balloon wall. A visual examination of the bumper tip showed that the tip was damaged and stretched. A visual and tactile examination found a slight hypotube kink 599mm from the distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section found that the inner lumen on distal side of bi-component was damaged and stretched and a kink in the inner lumen 90mm distal of the port weld site was also noted during analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. Vascular access was obtained via the femoral artery. The eccentric target lesion with a bend of between 45 and 90 degrees was located in the mildly calcified right coronary artery. A 3.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. During removal, resistance was encountered through the guide catheter. The physician forcefully removed the device and stent delivery system damage was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.